Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient has been experiencing difficulty with her ipg communicating with her external devices due to the location of the ipg. In turn, the patient has been unable to activate stimulation. Troubleshooting and a replacement charging system were unable to provide resolution. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The patient's replacement ipg was also implanted at a new pocket site for better accessibility and comfort. Surgical intervention resolved the patient's issue.